Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2018, overspeed max, underspeed (belt slip), and belt slip jam status (pump jam) were all reported in the log. The pump also reported "entering broken mode = 93 (bad parameter received)" and rebooted. After the reboot there were no other errors on (B)(6) 2018. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the pump pod as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as expected at optimal occlusion. The pst observed ¿stop: pump jam¿ message only when pump was over occluded 110 clicks past optimal occlusion.

Manufacturer narrative:
(B)(4). Per subsidiary, during testing of the unit at the manufacturing engineering center (mec) a 'pump jam' error occured. The unit is being returned to the manufacturer for further evaluation

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an underspeed error was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.